Event description:
It has been reported that the surgeons at the hospital are experiencing "problems with meridian st stems and aseptic loosening of both cups and stems after being implanted for 2-3 years."